Event description:
A malfunction on the pump was reported by the caller, who indicated there were no notable events prior to the malfunction and provided the malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.